Manufacturer narrative:
D.4: other lot number includes 2286486 and other expiration date includes 2027-10-31. H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4: other lot number device manufacture date is 2022-12-05.

Event description:
It was reported that the bd needle 22ga 1-1/4in hypak pulled out of the hub. The following information was provided by the initial reporter translated from spanish to english: complaints are received from clients reporting the detachment of the needle at the time of application. Additional information provided: are additional needle photos related to the incident available for analysis? No additional evidence are samples related to the reported event available for analysis? If yes, please indicate the quantity. It was not possible to recover the physical samples. Could the product be used? The two defective products were used (the detachment occurred when the application of the contents of the syringe was completed). Was there any harm to the patient/healthcare professional (detail)? Our pharmacovigilance team confirmed to us that the patient/client did not suffer any harm.

Manufacturer narrative:
Investigation results: two photos were received by our quality team for evaluation. Upon visual inspection of the photos, it was observed that the hub and needle are disassembled; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause is related to the production process. Actions were put in place to help prevent reoccurrence of this failure. This incident has been added to our database of reported incidents.

Event description:
No additional information.